Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection after disassembling the device noted cracks on the oled screen, and when the device was powered on the screen stayed black. Damage was also noted to an internal transistor, resulting in piezo failure, and the 44-pin flex cable where it connects to the motor board. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the cracked screen was misuse of the product which caused or contributed to the reported condition. Replication of the damaged oled screen can occur if the device is dropped additionally, the investigation detected two unreported conditions of a loss in piezo function and damage to the 44-pin flex cable. The ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Replication of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, it was stated that the handle charged normally, and after it was started, a normal start up sounds could hear however, the screen remained black. There was no patient involved.